Event description:
Additional information received reported that the death was not device related at all and was not related to any medication in the pump. It was noted the patient passed away on (B)(6) 2014 and was taking oral cymbalta, remron, bacrim, melatonin, methadone, and oral baclofen. An autopsy was not performed. No further information was provided.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received via the session data report showed the low reservoir alarm occurred and the low reservoir alarm date was 2014-(B)(6). It was also reported on 2014-(B)(6) the hospitalist mentioned that the patient died from complications of aspiration pneumonia. Additional information has been requested, but was not available as of the date of this report.

Event description:
The patient was admitted to the hospital with increased pain. The patient was unresponsive and was in the intensive care unit (ICU). The pump had a non-critical alarm due to low reservoir. The logs were checked. Patient status at time of this report was alive; no injury. Drugs delivered via the pump were hydromorphone, baclofen, bupivicaine, clonidine and fentanyl. Additional information was received later: the patient was in the intensive care unit (ICU) on (B)(6) 2014 and the pump was potentially dry. It was unknown when the alarm started or when the pump ran dry.